Event description:
During an ablation procedure it was reported that irrigation port of the intellanav oi catheter was damaged after mapping began. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav mif oi catheter was received by boston scientific for analysis. Visual inspection noted the irrigation extension tubing was partially detached from the luer fitting at the adhesive joint. The reported field observation was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure it was reported that irrigation port of the intellanav oi catheter was damaged after mapping began. The catheter was exchanged and the procedure was completed successfully with no patient complications.